Event description:
Periprosthetic joint infection was reported, "hematogenous infection, I&d. Only poly exchanged."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethylene 18. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.